Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; the returned plate was found to have a locking ring migrating out of the plate consistent with a forceful removal of a drill guide. Manufacturing records for this product were reviewed and no anomalies were found. The stryker rep reported that the screw holes were prepared using a drill guide and bit and that the ring was deformed upon removal of the guide. The probable root cause of the ring deformation is over angulation of the drill guide during removal.

Event description:
It was reported that; during a 2l acf, as dr was removing the drill guide from the hybrid plate, he noticed it damaged the ring. Had to change plate. So as he is removing the screws, part of the thread of one of the vast screws came off. He retrieved all of it. Used the same size plate and finished the procedure. Delay of 4-5 minutes

Event description:
It was reported that; during a 2l acf, as dr was removing the drill guide from the hybrid plate, he noticed it damaged the ring. Had to change plate. So as he is removing the screws, part of the thread of one of the vast screws came off. He retrieved all of it. Used the same size plate and finished the procedure. Delay of 4-5 minutes